Event description:
A technician reported an intraocular lens (iol) exchange due to the patient having blurred vision. Additional information received indicated the patient also had difficulty reading and did not feel safe driving. The event resolved with the treatment (iol exchange). There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. The optical resolution was verified to be acceptable and the diopter was confirmed to be a 17.5 results from the product history record review indicated the product met release criteria. Additional information indicated an unapproved viscoelastic was used with the lens/cartridge/handpiece combination. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional information was requested and received. The report for the right eye was previously filed under MFR report # 1119421-2013-00165. (B)(4).